Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the flow sensor assembly was found to be cracked. The device's flow sensor assembly was replaced to address the issue. The device had evidence of physical damage.